Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that a lead had migrated resulting in stimulation in the patient's ribs. As a result, the lead was explanted and replace to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.